Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6)2020 explanted: (B)(6)2025 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 13-aug-2021, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient and a patient representative regarding an implanted infusion pump for non-malignant pain. The pump was used to deliver fentanyl. It was reported that the patient had the pump replaced because the patient was in an auto accident and "the pump/catheter were leaking the medication into the body". Additional information received on 2025-03-18 indicated that the patient re-reported that they were in a near fatal car accident and they were immobile and mentioned that the pump was "leaking fluids" so it was dangerous. The pump was removed from their abdomen and implanted in their back.